Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as the literature article was received for publication on 03/13/2021. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Initial reporter health professional: healthcare professional was estimated to yes based off event details. Literature source: matsugasumi t, masui k, yamada k, watanbe s, okihara k, kozawa n, yamada y, yamazaki h, yamada k, ukimura o. Challenge and outcome for the prostate squamous cell carcinoma which developed 8 years after low dose-rate brachytherapy approached by a combined multimodal treatment with high-dose-rate interstitial brachytherapy, external beam radiation therapy, and chemotherapy. Case rep oncol 2021;14:854-860; doi: 10.1159/000516034. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of the following event from referenced literature article "challenge and outcome for the prostate squamous cell carcinoma which developed 8 years after low-dose-rate brachytherapy approached by a combined multimodal treatment with high-dose-rate interstitial brachytherapy, external beam radiation therapy, and chemotherapy". It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure on an unknown date. After the implant procedure, it was noted that bleeding was minimal. No perioperative complications occurred. Six months after the patient's radiation treatment, the patient complained of perineal pain and gas turbidity in the urine. Magnetic resonance imaging (MRI) detected a newly developed prostatic-rectal fistula. Inflammation was also reported. A colostomy was performed to relieve the patient's pain and inflammation. The patient received high-dose-rate (hdr) interstitial brachytherapy (isbt) at 25 gy which was performed in 5 fractions for 2 days.